Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 169 mg/dl with trace ketones and went to the emergency room (ER); cause was due to ¿bad insulin¿. Customer was treated with a saline drip and insulin. Customer was released from the ER 3 hours later with a bg level of 62 mg/dl and in stable condition.